Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during the procedure, the shaft broke. After that, the specimen was pulled out and wrapped up from the bag. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.